Manufacturer narrative:
It was reported that a drill bit snapped in the drill adaptor. The most probable root cause of this event is that because of the friction between the drill bit and the drill adaptor during drilling, the metal heated up and swollen which caused the mechanical jam and device break. Since this part was not returned for investigation, the technical root cause of the event could not be determined. However, the device was conform on leaving manufacturing site. This topic is addressed through a CAPA.

Event description:
During seeg, surgeon went to drill through skull after driving to first trajectory. Drill bit snapped while in the drill adapter, and the piece that broke off was stuck in the adapter until it was hammered out by the surgeon. Surgery proceeded as normal after this step without any further issues. Patient asleep and incision made at time of incident. No adverse effects or clinical consequences to patient. Delay of 15 minutes.

Manufacturer narrative:
UDI# : (B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
During seeg, surgeon went to drill through skull after driving to first trajectory. Drill bit snapped while in the drill adapter, and the piece that broke off was stuck in the adapter until it was hammered out by the surgeon. Surgery proceeded as normal after this step without any further issues. Patient asleep and incision made at time of incident. No adverse effects or clinical consequences to patient. Delay of 15 minutes.